Event description:
It was reported that the customer may have inadvertently stopped insulin delivery when attempting to deliver a bolus. Reportedly, customer's blood glucose level was elevated. During troubleshooting with tandem technical support, customer verified that bolus was delivered successfully.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.